Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure the balloon catheter stuck to the wire and a vessel dissection occurred. The 80% stenosed lesion was located in the mildly calcified and moderately tortuous left internal mammary artery (lima). The physician successfully implanted a 2.5mm x 12mm non-bsc stent in the lesion, advanced the 8mm x 2.50mm nc quantum apex ptca dilatation catheter and post-dilated. Significant resistance was encountered as the physician attempted to withdraw the balloon from the stent. After several unsuccessful attempts, the physician noted that guide wire was bunching up at the monorail exit port. The physician attempted to remove balloon catheter, however, the quantum apex was stuck on the wire. Both devices were removed from the patient as a unit. The stent remained well apposed to the vessel wall. The physician noted a severe dissection in the lima proximal to the placed stent. Another wire was advanced and the physician treated the dissection with a 2.5mm x 24mm non-bsc stent. This stent was not post-dilated. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received along with a non-bsc guide wire. The guide wire was separated into two pieces as received and the distal 40.5cm of the guide wire was lodged inside the catheter. A visual examination of the catheter revealed a tear in the shaft extending distally from the guide wire exchange port. Dried blood and contrast were noted on the inner and outer surfaces. An attempt to remove the guide wire from the catheter was unsuccessful, however, after soaking the catheter in a circulating 37 degree celsius water bath for one hour the guide wire was removed. The outside diameter of the guide wire was measured and was found to be in accordance with guide wire compatibility listed in the quantum apex dfu. Microscopic examination revealed blood was present on the distal section of the guide wire and evidence of tensile deformation was noted. No other damage or irregularities to the catheter or guide wire were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure the balloon catheter stuck to the wire and a vessel dissection occurred. The 80% stenosed lesion was located in the mildly calcified and moderately tortuous left internal mammary artery (lima). The physician successfully implanted a 2.5mm x 12mm non-bsc stent in the lesion, advanced the 8mm x 2.50mm nc quantum apex ptca dilatation catheter and post-dilated. Significant resistance was encountered as the physician attempted to withdraw the balloon from the stent. After several unsuccessful attempts, the physician noted that guide wire was 'bunching up' at the monorail exit port. The physician attempted to remove balloon catheter, however, the quantum apex was stuck on the wire. Both devices were removed from the patient as a unit. The stent remained well apposed to the vessel wall. The physician noted a severe dissection in the lima proximal to the placed stent. Another wire was advanced and the physician treated the dissection with a 2.5mm x 24mm non-bsc stent. This stent was not post-dilated. No further patient complications were reported and the patient's status is ok.